Event description:
An impella cp was inserted via left femoral artery in a 52 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After cp implant, red urine was observed. Also during procedure, after the patient was cannulated for ECMO, placement signals briefly disappeared from the automated impella controller and a yellow, "controller error" alarm appeared. Upon transfer to the unit, the controller was replaced. Hemolysis is a known risk associated with impella cp as described in the instructions for use. The controller issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 added selection that was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. Related report number was added.

Manufacturer narrative:
Added: d3, d6a, d6b. Corrected: h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
An impella cp was inserted via left femoral artery in a 52-year-old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After cp implant, red urine was observed. Also, during procedure, after the patient was cannulated for ECMO, placement signals briefly disappeared from the automated impella controller and a yellow, "controller error" alarm appeared. Upon transfer to the unit, the controller was replaced. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The controller issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Correction: b5 event description was corrected to more accurately reflect the reported event. Note: h6 health effect - clinical/impact and medical device problem coding remain unchanged as previously reported. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
D9 device was received and date was added. H6 type of investigation was updated due to device being returned. H11 additional manufacturer narrative was updated due to device being returned. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.